Event description:
While maintenance staff was performing preventative maint. The lift broke when wt of #425 was applied, 15# less than the maximum allowed. The bolt securing the hook to the slingbar broke in half and the hook came out of the arm of the sling bar. Dates of use: 3 months.